Event description:
It was reported that during a pta/stenting treatment procedure, the shaft of the gazelle balloon fractured in the pt's right external iliac artery. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in the superficial femoral artery. The physician used a 6 fr medikit introducer sheath for vascular access and a treasure guide wire to cross the lesion. The gazelle balloon was inflated three times, to seven atms each time to pre-dilate the lesion prior to deployment of a wallstent. After the wallstent was deployed at the target lesion, the gazelle balloon was inflated three times to 14 atms each time for post-dilation. When the balloon was removed from the pt, the physician noticed that the distal tip of the gazelle balloon catheter had fractured and remained in the right external iliac artery. The fractured portion was approx 20 centimeters long. Attempts to withdraw the fractured portion of the device with a snare succeeded only in drawing it back to the left common iliac artery. The pt was taken to surgery where the fractured portion of the gazelle balloon catheter was removed. Pt status is reported as 'good'.